Event description:
It was reported that the permanent cautery hook instrument was not working. No pieces were reported as falling into the patient. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the ceramic sleeve to be missing a .085" x .120" piece on the large diameter section which is no longer glued to the yaw pulley. The sleeve can move up and down the hook shank as a result. Engineering concluded that the damaged ceramic sleeve may be due to mishandling and misuse. Engineering also found the main tube to have a 3.5" long section just below the midpoint with material removed on one side of the tube. The damaged area is parallel to the tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.